Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has migrated close to the armpit and flipped on the end as patient also indicated that crt-d can be flipped. As of this time, this crt-d remains in service. No adverse patient effects were reported.